Event description:
It was reported that patient underwent right total knee arthroplasty in 2007. Subsequently, patient returned to his physician in 2008 with the tibial locking bar pushing against the patient's skin without protruding through. Revision procedure was performed in the next day, replacing the locking bar and the polyethylene tibial bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Examination of returned device found no evidence of product non-conformances.